Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Visual inspection revealed that only the pusher wire was returned inside a non-boston scientific catheter. The pusher wire was stuck. After it was released from the catheter, it was noticed to be kinked and stretched. The interlocking arm was detached. No more damages were found in the returned device. Microscopic inspection of the pusher wire revealed the proximal end had a smooth surface. The interlocking arm was inspected, and the interlocking arm was found detached. Dimensional inspection of the pusher wire was performed, but dimensions of the mid and distal solder joint outer diameters could not be measured due to the broken and detached condition of the pusher wire. The proximal and distal tfe outer diameters were found to be within specifications.

Event description:
Reportable based on device analysis completed on 13aug2021. It was reported that insertion difficulties were encountered. The target lesion was located in the renal artery aneurysm. A 6mm x 20cm 2d pe f-idc coil was selected for use. During the procedure, the device could not be inserted into the microcatheter. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine. However, returned device analysis revealed the pusher wire was broken and detached.